Event description:
Complaint received as follows: "complaint description : non-deflation it was impossible to deflate the balloon in the pt. They cut the valve but it was impossible to deflate the distilled water from the balloon. They cut the shaft gradually and they inserted the puncture needle from balloon lumen. It was then possible to deflate the distilled water from the balloon."

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. An analysis on the returned sample showed that it met specification. No sign of non deflation was detected. Since the lower of the catheter shaft was not returned, further investigation in determining and confirming the root cause of product failure could not be carried out. Reported to the FDA on (B)(4) 2013.